Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. A visual inspection was performed and an improper assembly of the tubing into the drip chamber (twist) was noticed. The reported condition was verified. The cause of the condition was determined to be an improper automatic assembly performed by the top segment machine, which was due to a misalignment between the components. The misalignment caused the machine to make a greater effort and resulting in a twist in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the "connection where spike chamber connects to the tubing". The issue occurred while spiking a new 1000ml bag of normal saline during infusion set up. There was no patient involvement. No additional information is available.